Event description:
It was reported the patient went asystolic while on temporary pacemaker. The device was returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient went asystolic while on the temporary pacemaker. It was further reported by the biomedical engineer that there was a "faulty" tag put on the epg (external pulse generator) by a nurse in the intensive care unit. The epg was returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The battery release was found to be contaminated, the battery drawer broken, and the battery contacts compressed. Two side bail covers, the upper and lower cases, and the ring cover were broken, and the ring was bent.